Event description:
It was reported that during a coronary interventional procedure, the rx xience prime stent was deployed and post balloon inflation the balloon deflation was difficult. It was noted that the distal part of the balloon did not deflate; several re-inflation, deflations were used to achieve deflation before removal of the stent delivery system from the anatomy without issue. The contrast media used was 3/4 contrast and 1/4 saline water. Outside the anatomy the balloon was noted to appear flat and incorrectly refolded. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties and flat balloon were unable to be confirmed due to the condition of the returned device as there was a pinhole in the balloon. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.